Event description:
It was reported that intermittent occlusion alarms occurred. Approximately on (B)(6) 2026 the customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer was using fiasp insulin with the pump and not performing the air removal step. Tandem customer technical support informed customer that fiasp insulin and not performing the air removal step is off-label per the user guide. The customer would change the pump supplies to address the occlusions. On (B)(6) 2026 the customer went to the emergency room (ER) with a blood glucose (bg) level was 290 mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline, insulin, and anti-nausea medicine to address the elevated bg. Treatment resolved the issue and there was no permanent damage. The customer was discharged from the ER on the same day, (B)(6) 2026.